Manufacturer narrative:
Corrected data: d4: lens model should be corrected to vticmo_13.2. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens of diopter -15.0/+2.5/093 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. The reporter did not give a cause for this event. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -15.0/+2.5/093 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-corneal angles. Claim# (B)(4).